Event description:
A malfunction alarm was reported for a pump that was still under warranty, occurring during pumping with alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse effect. Despite efforts to load a new cartridge, the issue persisted, leading to the decision by technical support to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode for return.